Event description:
A consumer reported experiencing a return of symptoms. The patient noticed an increase in pain recently and overall the therapy had not provided much relief since implant. The patient was type 1 diabetic and experienced hypoglycemic blackouts and falls as a result. The last fall was around (B)(6). The programmer showed stimulation was on and 8.4. It was noted that before, the patient was between 6 and 7. The symptoms were located from the right hip down the leg and the change in therapy/symptoms was gradual over the past 3-4 weeks. Additional information received from a manufacturer representative indicated they met and an impedance check revealed 9 electrodes were out of range. High impedance was noted. Reprogramming was done and the patient was setting up an appointment with their doctor to discuss. The issue was not resolved. The device was indicated for peripheral neuropathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.